Manufacturer narrative:
Follow-up #1 date of submission 11/05/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box review showed a no cartridge detected warning on the reported date. The black box showed that the patient attempted a load step after a empty cartridge warning without priming the pump. There was no unusual loss of prime observed. The force sensor calibration test is detecting correct force. The ez prime operation and the pump exercised for 24 hours were successfully completed. The pump was opened and the old and force sensor flex pins were intact. There was no defect found on the force sensor circuit. The cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
On (B)(6) 2012, the reporter contacted animas for assistance after a low cartridge alarm was emitted . After the reporter went through ez prime steps and after the "load" step, the pump alarmed that there was only 1 unit of insulin in the cartridge. She then attempted to "go prime" but the pump indicated that the cartridge was empty. The reporter alleges that when she removed the cartridge it was full. The process was reportedly repeated four times with four different cartridges, and same issue occurred each time. The reporter claims there has been no trauma to the pump. Customer support confirmed the patient has a back up plan and instructed her to use the back up plan until replacement pump is received . There is no reported adverse event related to this complaint. This complaint is being reported due the allegation that the reporter is unable to prime the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.